Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported a sensor error message. Due to delivery delay, customer reported an adverse event in which they lost consciousness and was taken to emergency room. The customer reported they did not receive treatment of glucose by healthcare provider, but only treatment for muscle spams and neck/head for fall. However, the customer did self-treat with honey. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.